Event description:
It was reported that the patient previously underwent a removal of his inflatable penile prosthesis (ipp) cylinder due to erosion. A re-implant surgery was performed to implant a new cylinder into the empty space left by the previous explant surgery. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.